Manufacturer narrative:
Of the three reported malfunctions, one malfunctions was reassessed for reportability and determined as serious injury. And was reported under emdr 2020394-2021-80169. The lot number for the two reported malfunctions are provided, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed. The investigation for one malfunction is confirmed for the alleged filter tilt and retrieval difficulties. The remaining malfunction is inconclusive for the reported filter tilt and retrieval difficulties. The definite root cause could not determined based upon the available information. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This is report summarizes two malfunctions. A review of the reported malfunction indicated that model rf400f vena cava filter allegedly experienced difficult to remove and malposition of device. These reports were received from various sources. Both the malfunction involved patients with no consequences. One female patient is 40 years old and weight was not provided. The remaining female patient weighs 206 pounds; however, age was not provided.

Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided, and the lot history reviews were performed. Of the 3 malfunctions, none of the devices were returned for evaluation. Medical records were provided and reviewed for 2 of the malfunctions. Filter tilt and difficult to remove was confirmed for 1 device; inconclusive for 2 devices. A root cause could not be determined. The devices are labeled for single use.

Event description:
This is report summarizes three malfunctions. The information reviewed indicated that model rf400f vena cava filter allegedly experienced difficult to remove and malposition of device. These reports were received from various sources. All three malfunctions involved patients with no consequences. One device was used in a (B)(6) year old female patient; weight was not provided. The second device was used in a female patient, (B)(6) lbs; age was not provided. Age, weight, and gender were not provided for the third patient.